Manufacturer narrative:
Initial reporter address line 1(cont.): (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient was to undergo a redo pulmonary vein isolation (pvi) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. During a pvi redo on the (B)(6) 2022, the physician noticed leakage out of the valve when trying to aspirate. There was something white visible. It was unclear whether this white obstruction was visible from the start or not. The physician indicated that there was a white obstruction in the transparent part of the vizigo¿. It might have been the valve, but they are not sure. It is unclear if the hemostasis valve (gasket) broke into two or more separate pieces or if it detached from the sheath. A picture is not available. The sheath was being used on the patient. However, it is unknown if air enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was observed, when trying to aspirate. It is unknown if the patient¿s hemodynamics were compromised due to bleeding as it was not mentioned. The approximate volume of blood that was lost is unclear but was only when trying to aspirate so it was very minimal. No medical intervention was required to stop the bleeding. The vizigo¿ was replaced, and the procedure continued without any patient consequences.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 12-may-2022. The device evaluation was completed on 29-may-2022. It was reported that a patient was to undergo a redo pulmonary vein isolation (pvi) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. During a pvi redo on the 13-apr-2022, the physician noticed leakage out of the valve when trying to aspirate. There was something white visible. It was unclear whether this white obstruction was visible from the start or not. The physician indicated that there was a white obstruction in the transparent part of the vizigo¿. It might have been the valve, but they are not sure. It is unclear if the hemostasis valve (gasket) broke into two or more separate pieces or if it detached from the sheath. A picture is not available. The sheath was being used on the patient. However, it is unknown if air enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was observed, when trying to aspirate. It is unknown if the patient¿s hemodynamics were compromised due to bleeding as it was not mentioned. The approximate volume of blood that was lost is unclear but was only when trying to aspirate so it was very minimal. No medical intervention was required to stop the bleeding. The vizigo¿ was replaced, and the procedure continued without any patient consequences. Device evaluation details: the carto vizigo sheath product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record evaluation was performed for the finished device number 00001853 and no internal action was found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action is being followed to reduce this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).